Manufacturer narrative:
Only the lens box was returned, without the lens. Therefore no evaluation could be performed. The device history record was reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the current information the root cause of the event could not be conclusively determined.

Manufacturer narrative:
The device has been returned and is currently under evaluation. Results will be submitted to the FDA in a follow-up report.

Event description:
It was reported that a capsule bag break occurred during lens insertion. The lens was removed and a second lens was implanted successfully. Additional information has been requested but not received.